Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the lead was returned with the helix extended. Helix extension and retraction could not be tested due to the lead was returned with the helix bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was initially placed, but dislodged several minutes later. The physician attempted to retract the helix in order to reposition the lead, but the helix would not retract. The lead was removed and the physician tested it on the table. The helix still would not retract, and appeared to be kinked. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.